Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was causing pain at the implant site. In turn the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was repositioned. Therapy was restored postop and pain at the ipg site has resolved.